Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads had shifted and had high impedances which occurs during postural changes. It was also noted that the patient reported of feeling a shock or burning sensation and the device was getting hot. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70, sn (B)(6). The returned lead was analyzed, and visual inspection revealed a kink or bent near the retention sleeve of the distal end of the lead. The impedance measurements of the lead were within the excepted range. The dimensional and pitch tests did not reveal any anomalies. With all the available information, boston scientific concludes unable to confirm the as reported observation with testing of the product return. The impedance measurements of the lead were within the excepted range. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device. Sc-1132, sn (B)(6). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients leads had shifted. It was noted also that the contact number 3 in port c was having higher impedances than all the others but still with in an acceptable range. It was noted also that when using he device patient reported of feeling a shock or burning sensation. It was noted that the patient experienced feeling the device getting hot while in the scanner. The patient underwent a scs system swapped replacement and doing well post operatively.